Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was intermittently freezing for 3 to 5 minutes when going to the software screen after a universal serial bus (usb) network adapter was plugged in. It was noted that the issue does not occur when using a network card. It was speculated that the freeze was caused by the usb network adapter itself, so it will be replaced in the future. The programmer remains in use. There was no patient involvement reported.